Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a customer started using the product for regular replacement in the morning of sep/26 and it worked for a while. However, when the customer performed a suction at around 16:00 on this day, he noticed the cuff was deflated. So he checked the product and noticed the cuff was damaged. No patient injury.